Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated because the clip had been already removed. Omsc found that there was no abnormality such as foreign material and/or scratch in the instrument channel, the entire length of the suction channel, the instrument channel port and the bifurcation of the channel. Also omsc found that there was no significant abnormality on the exterior of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the reported information and the evaluation result, omsc surmised that the reported phenomenon was attributed to inappropriate handling such as temporary clip clogging inside the subject device and/or termination of the procedure without check of removal the clip during the procedure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that unspecified clip came out from the subject device which was used in screening procedure when the user withdrew the subject device from the patient with suction. The user stated that the clip might have been existed in the patient's body, on the other hand, the user stated that the clip might be a clip which had been used in the procedure on october 1st. The procedure was completed with the subject device. The subject device had been brushed with long brush and short brush at least four times and had been reprocessed with an olympus automated endoscope reprocessor model oer-4 or oer-5 (not available in the USA). There was no report of patient injury associated with the event.